Manufacturer narrative:
(Event site postal code- (B)(6), contact person phone number - (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields - h6(type of investigation). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the motor maintenance kit and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an inflation failure after getting on the plane. The cs300 self-check is normal, and the test data is also within the allowable range. There is an inflation failure after the machine, and the safety disc and combination valve are tested on site. There was no patient injury reported.